Manufacturer narrative:
Two units were received for evaluation in used condition. As received, no damage or anomalies were observed. The cassettes were leak tested per manufacturing specification and a leak was observed at the luer tube bond junction of both cassettes. Solvent channels were observed on the tube of all cassettes. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint. Root cause analysis is being addressed under a formal internal investigation.

Event description:
It was stated that there was a leakage from the tube and connector connection. The event occurred before patient use/during priming at facility.